Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) printed circuit board (pcb). The unit passed extended self-testing.